Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 465 mg/dl at the time of the incident. The customer reported that her insulin pump was not working and she was unable to pair it with her meter. She was assisted in troubleshooting for high blood glucose level; however, she stated that she did not feel okay to troubleshoot. The insulin pump started working after putting the battery. The customer's other blood glucose values were 495 mg/dl and 471 mg/dl. The insulin pump will not be returned for analysis.